Manufacturer narrative:
A field service engineer (fse) called the customer on (B)(4) 2011 and found that the leak was due to a clogged valve in the wash collar water line. The fse assisted the customer to follow the line back and unclogged the valve. This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the modular chemistry (mc) sample probe was leaking from the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported.